Manufacturer narrative:
Phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: 15july2014. Expiry date: 01july2024. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, four non-synthes screws were added in the vertebrae. On (B)(6) 2015, two screws were removed because they were touching the nerve. On (B)(6) 2015, the patient had a re-operation for the dislocation of the prosthesis. This was one year after the initial implantation. The prosthesis was replaced by an alif cage. The provided x-rays and CT scans were reviewed by the manufacture and it was noted: prodisc l is implanted at l5/s1 level. The inlay has migrated anteriorly. L5 posterior bony element fracture can be noticed, but it&#38112;difficult to determine if that occurred prior to the prodisc l surgery or not without comparing pre-op image.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During review of the complaint file it was noted that there does not appear to be any proof of breakage of the implant itself; it seems like it is a migration or subsidence failure mode.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA unknown if device is expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient declares that the beginning of (B)(6), the prosthesis went down one level and broke to vertebrae. Patient is now in a rehabilitation center since patient had to undergo 3 operations. (B)(6) 2015: explantation (removal) of the prosthesis and implantation of a cage and arthrodesis. (B)(6): at 11 month post-operative dislocation of the polyethylene inlay with isthmic rupture. Reoperation on the (B)(6) 2015 removal of the prodisc l implant via a left retroperitoneal approach, correction of the spondylolisthesis l5-s1 and arthrodesis with synfix, on (B)(6) 2015 percutaneous posterior stabilization l5-s1 with viper. On (B)(6) 2015 removal of the pedicle screws on the right due to the apparition of a paresis and hypoesthesia in the right foot in the territory of l5 (no hematoma but suspicion of a radicular conflict with the pedicle screws). The patient presents actually a paresis and hypoesthesia with an ongoing recuperation, radicular pain. A neurological investigations and emg is planned at one month. According to the surgeon still too early to judge about any sequelae (need to wait 12 months). Patient re-operated on (B)(6) 2015 for a dislocation of the prosthesis, 1 year after implantation, replaced by an alif cage. This report is 1 of 3 for (B)(4).